Event description:
Sfa stenting-patient enrolled in prospero trial in (B) (6): thrombosis bypass needed. No permanent disability reported.

Manufacturer narrative:
Please reference MDR 2183870-2008-00236 for other protege everflex used in procedure.